Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer reported currently in intensive care unit, because my insulin pump is alarming insulin flow block. The blood glucose value at the time of admission 427 mg/dl. The customer had symptoms of excessive urination, thirst and vomiting. The customer was treated for the high blood glucose level with manual injection and insulin drip. The customer was wearing the pump at the time of the hospitalization. The customer did troubleshooting was not performed at the time of the call. The customers current blood glucose level was 125 mg/dl. The customer did troubleshoot the issue and found the infusion set expired. The infusion set will be returned for analysis.